Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving dilaudid (hydromorphone) and unknown morphine drug via an implantable pump. It was reported that the patient reported itching and urinary retention one day post implant. They were started on claritin and urecholine. The patient required scheduled versus as needed urecholine and hydroxyzine due to continued iitching and urinary retention. He also reported upper extremity paresthesia. The pump was refilled with rotating the opioid from hydromorphone to morphine. The issue resolved without sequelae.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.